Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) one tapered screw-vent implant (tsvtb11) was returned for investigation. Visual evaluation of the as returned implant identified fracture around the collar and bone residue around the external threads due to usage. The external threads were damaged possibly during removal of the device. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported implant had been placed on tooth 47 (fdi) for approximately 6 years. Device history record (DHR) review for the lot (61921911) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61921911) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI not available. Email address unknown / not provided.

Event description:
Implant fracture was reported.